Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for spinal pain. It was reported that the patient's catheter was replaced on an unknown date. The patient stated that he has had a pump for 20 years and they have changed numerous times, and one time a catheter had to be changed. It was reviewed that the pump replacements were due to normal battery depletion. No patient symptoms were reported. It was noted that the patient was escalated patient services did not get a chance to ask about the catheter replacement. No further information was provided.